Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping appears to be related to the increased gradient (mitral stenosis). The reported poor image resolution appears to be related to patient morphology/pathology. The unrelated death was due to procedure condition/user technique due to wrongly sedated. A cause for the reported mitral stenosis, unchanged mr, and pain cannot be determined. Death, mitral stenosis, mr, and pain are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the reported issues. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report mitral stenosis. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a posterior leaflet tethering, and an enlarged atrium. It was noted the mean pressure gradient was 2mmhg and imaging was challenging. One clip was successfully implanted. To further reduce mr, an nt clip (21110r1081) was implanted. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. An additional nt clip (20526r184) was inserted to stabilize the slda. Grasping was noted to be difficult, but after deployment, mr remained at a grade of 4. It was noted the mean pressure gradient increased to a grade of 6mmhg. Therefore, the procedure was discontinued. Roughly seven hours after the procedure, the patient experienced stomach pain and was sedated. It was noted the patient was wrongly sedated and the sedation is what caused the patient to pass away. The two implanted clips did not cause or contribute to the patient death. No additional information was provided.